Manufacturer narrative:
Patient information was unavailable from the site. The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively and delayed the surgery by less than one hour. It was reported that there was noise present on the electrocardiogram. There was no problem observed in the non-sterile field, but equally spaced noise (white vertical lines) were present on the electrocardiogram during the operation. The noise disappeared when the emitter was moved away from the operative field, and the noise occurred when the emitter was moved closer to the operative field. Also, the range of the magnetic field was small and recognition was unstable. Although the operation was confirmed using the head model, the range of the magnetic field was normal. In addition, the electrocardiogram was checked with the cooperation of the nurse, but no noise was observed. (Detection sensitivity was set high). The surgery was completed with navigation and there was no impact on patient outcome.